Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735561, serial/lot #: (B)(4), ubd: 31-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the irrigation tubing for the cooling catheter system (ccs) of the thermal therapy system was leaking at the distal connection. It was noted the leak was at the larger portion of the tubing where it transitions to a smaller portion. Tubing was swapped out to complete the procedure. There was no reported impact on patient outcome. Medtronic received information that the reported issue occurred during a prostate ablation procedure while setting up for the procedure. Additionally, the procedure was delayed by two minutes to swap out the tubing.

Manufacturer narrative:
The tubing was returned to the manufacturer for evaluation. The tubing was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.